Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), electronic, instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a mildly calcified and moderately tortuous lesion in the right coronary artery. A 2.75x48mm xience xpedition stent was implanted and post dilated with a 2.75x12mm nc balloon; however after post dilatation a distal edge dissection was observed. Another stent was used to treat the dissection. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.